Event description:
It was reported that during setup at the user facility, prior to the patient arriving for the procedure, the core impaction drill received a motor controller error while in use with the core console and would not work properly. As a result, the procedure was canceled. There were no adverse consequences or medical intervention reported with this incident.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup at the user facility, prior to the patient arriving for the procedure, the core impaction drill received a motor controller error while in use with the core console and would not work properly. As a result, the procedure was canceled. There were no adverse consequences or medical intervention reported with this incident.

Manufacturer narrative:
The reported event was not duplicated. During functional inspection the service technician noted the handpiece performed within specifications. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed no components that would cause or contribute to the reported failure. The device was serviced for preventative maintenance and returned to the customer.